Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right atrial (ra) lead was dislodged. X-ray confirmed dislodgement of the ra lead. The lead was repositioned on 23 jun 2021. The patient was stable.